Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on attempting to place a PICC today the stylet guidewire (end of) broke off and dislodged. On removing the guidewire, part of it broke of and remained in the cleaervue section. The wire was retrieved. Patient came to no harm.

Event description:
It was reported that on attempting to place a PICC today the stylet guidewire (end of) broke off and dislodged. On removing the guidewire, part of it broke of and remained in the cleaervue section. The wire was retrieved. Patient came to no harm.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a 3cg stylet break is confirmed but the exact cause remains unknown. One 3cg stylet t-lock assembly was returned for investigation. The catheter was not returned. A 5.2 cm distal section of the stylet was found to be broken. Microscopic observation of the break surface revealed the polyimide tubing to be compressed and flattened. The damage appears to be a result of kinking. A kink was also observed near the break and was located in between magnet locations. The polyimide tubing was cut near the break location. The wall thickness was measured and was found to be within manufacturing specification. Based on the kinks observed, possible contributing factors include advancement and retraction against resistance. Since a complete break was observed on the returned sample, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.